Event description:
The customer stated an increase in prism htlv-I/ htlv-ii initial and repeat reactive rates has occurred with reagent lot 71589m100. On one occasion, two of 900 samples were repeatedly reactive for prism htlv-I/ htlv-ii. On another occasion, two of 330 samples were repeatedly reactive for prism htlv-I/ htlv-ii. The prism htlv-I/ htlv-ii repeatedly reactive samples tested western blot negative. There was no specific patient data provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) evaluation: reactivity originating from the htlv-I viral lysate. Thirty of 79 prism htlv-I / htlv-ii reagent lots, list number 06e50-68, have exhibited initial reactive rates (irr) and/or repeat reactive rates (rrr) that exceed the package insert 95% confidence interval upper limit. Multiple customer complaints related to reactive rates from several sites representing various geographic areas for these lots have been received since 7/30/08. Four risk evaluations were performed during the course of the investigation. There was no impact to product functionality or product performance. The package insert only contains the combined reactive rate performance data for the design validation lots, and did not reflect the performance of the 3 individual design validation lots. Although there was a correlation for repeat reactive rate with s/co of the donor population and positive calibrator counts; adjusting the assay cutoff value by selection of the positive calibrator dilution factor (df) did not significantly influence the reactive rate. The htlv-I components of the assay, which includes the htlv-I microparticle concentrate, htlv-I probe concentrate, and glycoprobe concentrate, were associated with the nonspecific reactivity for non-confirming reactive samples obtained from customers. However, no correlation between reactive rates and final concentration of these components in the reagent kit was identified. The common reagent of the htlv-I components is the htlv-I lysate. A change point related to a best practices improvement to the htlv-I lysate manufacturing correlated with reactive rate. However, non-confirming reactive samples exhibited an interaction with htlv-I assay components regardless of reagent lot. Some non-confirming reactive sample reactivity was reduced by pretreatment with heterophile blocking reagents and cysteine reductant, suggesting that the reactivity was a result of a sample-specific antibody interaction with components of the assay reagents. The probable cause of some reagent lots exhibiting irr and/or rrr that exceed the package insert 95% confidence interval upper limit is that these clinical results were obtained from the 3 clinical lots combined and does not accurately represent the individual clinical lot irr and rrr performance. A contributing factor for the higher than expected repeat reactive rates observed at multiple customer sites for the prism htlv-I/htlv-ii assay is a sample-specific antibody interaction with the microparticle and probe components of the assay reagents. The target of this reactivity originates from the htlv-I viral lysate.

Manufacturer narrative:
(B)(4) - evaluation - field data related to the issue within the complaint (elevated reactive rates) from multiple customers and reagent kits from lot 71589m100 were reviewed in this investigation. A review of field data was performed. Initial and repeat reactive rates of lot 71589m100 were compared to the upper 95% confidence limits in the prism htlv-I/htlv-ii package insert (B)(4) for the combined serum/plasma population, as well as for the serum population. A product deficiency has been identified in that prism htlv-I/htlv-ii reagent kit list 6e50-68 lot 71589m100 are exhibiting initial and repeat reactive rates greater than the package insert upper 95% confidence limits. An investigation has been initiated to determine cause.

Event description:
Patient was revised because of a fall resulting in lateral knee pain. Poly wear was noted intraoperatively.

Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2009. During a follow-up performed on (B)(6) 2010, the following data were observed: strange lead impedance trend graph was displayed by the programmer: only a blue dotted line appears on the x axis: however, normal impedance measurements were performed during the follow-up. Incomplete label "s" was displayed in the header of the programmer screen when portuguese settings was selected, instead of the complete device model "esprit s".